Manufacturer narrative:
(B)(4). The complaint cannot be confirmed. Complaint verification testing could not be performed as no sample was returned for analysis. The certificate of compliance could not be reviewed as the lot/batch number was not available and sale's history was not available for review. The IFU provided with this kit was reviewed as part of this complaint investigation. The IFU for this device, states "attach luer lock syringe to hub of cannula. Maintain axial alignment and rotate clockwise while pulling straight out. Do not rock or bend the cannula. Improper technique may cause cannula to break". The IFU also states, "note: if the cannula or needle set breaks during or after placement in the patient, attempt to grasp the cannula that remains in the patient with a hemostat and remove by gently pulling while simultaneously rotating. If broken cannula is not accessible, obtain x-ray and have physician determine if and how it should be removed as a foreign body". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "a humeral head intra-osseous needle was place into the patients right arm. Initially the drill progressed but then abruptly came to a halt as if low on battery. Pulling the trigger again the needle progressed, entering the medullary space. The stylet, once removed was intact, not damaged or bent and was disposed of in a sharps bin. Flushing the I/o returned marrow in the line, ensuring patency. At no point was undue stress placed on the needle nor was it flexed or torqued in a manner that would cause the needle to fracture in this manner. When removing an io needle from a patient's right humorous the line fractured during removal resulting in a retaining metallic foreign body (needle tip) in the right humeral head." Additional information reports "the patient was referred to the orthopaedic surgery service on call for consideration of removal vs ecpectant management of the residual foreign body." The proximal part of the needle was removed. The patient's current condition is reported as "stable".

Manufacturer narrative:
Qn#(B)(4). The UDI number is unavailable as the customer did not provide a lot number.

Event description:
It was reported "a humeral head intra-osseous needle was place into the patients right arm. Initially the drill progressed but then abruptly came to a halt as if low on battery. Pulling the trigger again the needle progressed, entering the medullary space. The stylet, once removed was intact, not damaged or bent and was disposed of in a sharps bin. Flushing the I/o returned marrow in the line, ensuring patency. At no point was undue stress placed on the needle nor was it flexed or torqued in a manner that would cause the needle to fracture in this manner. When removing an io needle from a patient's right humorous the line fractured during removal resulting in a retaining metallic foreign body (needle tip) in the right humeral head." Additional information reports "the patient was referred to the orthopaedic surgery service on call for consideration of removal vs ecpectant management of the residual foreign body." The proximal part of the needle was removed. The patient's current condition is reported as "stable".